Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 232 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 125 mg/dl. Customer also stated she would perform back to back test and get a big difference in her results, however back to back test was performed not using the same hand. Customer was informed of proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen; customer was informed of proper storage. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date is one month. The meter memory was reviewed for previous test result history: result 1:119mg/dl (B)(6) 8:39am fasting, result 2:143mg/dl (B)(6) 8:37am fasting, result 3:132mg/dl (B)(6) 7:48am fasting, result 4:159mg/dl (B)(6) 10:39pm non fasting, result 5:232mg/dl (B)(6) 7:57pm fasting.